Manufacturer narrative:
The event of abandoned procedure was reported to abbott. During a trial procedure for a lead, the physician was unable to place the leads due to anatomical reasons. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the trial lead was unable to be placed due to patient anatomy on (B)(6) 2021. The physician opted to abandon the procedure.